Event description:
It was reported via clinic notes received by the manufacturer that the patient was experiencing an increase in seizures. It was stated that the increase began sometime after the last office visit and that the patient¿s mother believed that the increase was related to the low battery. While the patient's mother alleged that the increase in seizures was related to the low battery, the physician's assessment was not specifically provided as he also indicated that the increase could be potentially related to pubertal changes. The patient was referred for replacement surgery. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
Generator product analysis was completed. Proper functionality of the generator to provide appropriate output currents was successfully verified in the pa lab. The generator was placed in a simulated body temperature environment and monitored for more than 24 hours. No signs of variation in the output were observed. Diagnostics were as expected. The battery measured 2.801 v at the completion of the fet, indicating an intensified follow-up indicator, or ifi, = yes condition. The generator performed according to functional specifications. The last greater than 25% change in impedance was on four days post-explant and the impedance value changed from 16,326 o to 20,688 o. As the pre-operative impedance value on the date of explant is unknown, it is unknown if high impedance was present at that time. The potential high impedance was reported in mfg. Report #1644487-2019-00258. There were no performance or other adverse conditions found with the generator.

Event description:
The explanted generator was received by the manufacturer and is pending product analysis.

Event description:
Follow up with the physician's office revealed that the increase in seizures was below the pre-vns baseline. The physician believed that the increase in seizures was unrelated to vns.

Event description:
It was reported that the patient underwent vns generator replacement surgery. The explanted generator has not been received by the manufacturer to date.